Event description:
Reporter indicated via the manufacturer's implant card that the patient's vns lead and generator were replaced on (B)(6) 2013 due to high lead impedance. Manufacturer review of the lead device history record documents the lead met all final testing prior to distribution. Attempts for additional information and return of the explanted devices are in progress.

Manufacturer narrative:
Analysis of manufacturer device history record. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
All attempts to the treating physician for additional information and disposition of the explanted devices have been unsuccessful to date.